Event description:
A nurse reported that a patient had just visited the clinic and her wires were "poking out of her neck". Clinic notes were received after patient was evaluated by the neurologist. Per notes, the vns battery and wire is protruding out of her skin in the anterior axillary region. The device has been displaced and has moved s significant distance from its original location. The generator is now below the clavicle, all the way down to the upper outer quadrant of the left chest region in the anteromedial axillary line. There is a wire and is bilaterally sticking out of the skin. The reason for the extrusion is unknown per neurologist.

Event description:
Additional product information was received. Per the neurologist office, the cause of the migration and protrusion are not known but physical activity might be a possible cause. X-rays were taken for patient and results were reported as "solitary electronic device; no active thoracic findings." The patient will undergo surgery for the extrusion. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Information was received that the patient's device was explanted. No further relevant information has been received to date.

Event description:
Information was received that the patient's lead and battery were sticking out through the skin. It was also stated that the patient had an increase in seizures following the device removal.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #3 inadvertently included information concerning the patient¿s seizures post explant. Event problem cds (refer to coding manual), corrected data: follow-up report #3 inadvertently included information concerning the patient¿s seizures post explant.

Event description:
It was reported that the patient's device had eroded through the skin.